Event description:
(B)(4). Initial report received on (B)(6) 2007 and follow-up received on (B)(6) 2007: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) 5.5 - 6 ml on (B)(6) 2007 as an intradermal filler. Medical history includes no previous allergies and the pt is atopic. No concomitant medications are indicated. The pt received sculptra injections a few months ago without any problems to the face and temples. This physician, who is a dermatologist, provided the following info: the pt was injected with sculptra 5.5 - 6 ml on (B)(6) 2007 into both hands. Approx 1 to 1.5 ml near the wrist, with the remaining injected in the metacarpus region. Sculptra was reconstituted 72 hours prior to use with sterile water. Xylocaine/epinephrine was added into the syringe just prior to injection. The dilution used is 1/12. He used the habitual intradermic injection technique. No other treatment was performed at the same time. On (B)(6) 2007, the right hand had swelling and pain, but was not hot. The left was fine. The physician reported a possible diagnosis of pseudocellulitis. It looked like periarticular inflammation. According to the physician, local massage could have caused the inflammation (micro trauma). Clavulin (amoxicillin-clavulanic acid) 500 mg three times a day for 7-10 days and prednisone 50 mg/day for five days were prescribed. He instructed the pt to call him back if she has any concerns. He has no news since then. No tests or analysis were preformed. The physician feels that the swelling will slowly resolve. He has used a similar technique for hands, always with good results. This is the first time that a reaction like this has happened. Rptr's causality assessment was indicated as highly probable. Additional info received on (B)(6) 2007: (B)(4): the brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the mfg process with regard to the reason of complaint. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up (2) received on (B)(6) 2008: the dermatologist described the reaction as pseudocellulitis with periarthritis and periarticular inflammatory reaction involving the metacarpus and back of right wrist. The local unilateral right hand reaction was of moderate intensity and was not considered as serious by the rptr. The reaction began on (B)(6) 2007 and was resolved on (B)(6) 2008. The pt was treated with celebrex (celecoxib) dose not specified, oral prednisone 50 mg daily for one week and clavulin (amoxicillin-clavulanic acid) 500 mg three times daily for ten days. The physician stated that there is a direct causality between the reaction and sculptra. Photos were provided.

Manufacturer narrative:
Conclusion: no faults detectable.